Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump also corroded motor during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the swimming pool while connected to the insulin pump. Customer's blood glucose was 9 mmol/l. The customer reported the insulin pump was not functional as a result of the moisture exposure. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.